Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant of an associated device, a chest radiograph revealed the right atrial (ra) lead was dislodged. The ra lead was re-positioned approximately six times but could not be affixed into the tissue. The ra lead was programmed off, and remains in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant of an associated device, a chest radiograph revealed the right atrial (ra) lead was dislodged. The ra lead was re-positioned approximately six times but could not be affixed into the tissue, and physician suspected a lead tip issue. The ra lead was programmed off, and remains in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ra lead was removed.